Event description:
It was further reported that the lead triggered a warning for high impedances on the rv defib and superior vena cava (svc) coils. The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. There were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. (B)(4)

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) device was turned off shortly after implant in 2012 due to a broken lead setting of the alarm. The patient stated that there was intense pain every day. Additional information was received from the clinic that confirmed the right ventricular (rv) lead fractured. The lead was inactivated, but it remains implanted with no additional action at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8637-40 neuro pump, implanted (B)(6) 2013; 8780 catheter, implanted (B)(6) 2013. (B)(4).